Manufacturer narrative:
(B)(4). Batch # p9209x. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed because the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was found to be positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting of only the handpiece transducer assembly until the internal wires became disconnected. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, the device couldn't pass the test, impossible to validate the handpiece, message saying "out of order." Patient consequence was not reported.